Manufacturer narrative:
Concomitant medical products: product ID: 3093, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. Product ID: 3093, implanted: (B)(6)2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) reported a return of urinary urgencies due to stimulation not effective. Factors that may have led or contributed to the issue remain unknown. Actions/interventions taken to resolve the issue include a system explant on (B)(6) 2018. The issue was not resolved and remain ongoing. The investigator assessed the event as not serious, not related to procedure and related to the stimulator and stimulation. Relevant medical history includes idiopathic urinary incontinence since 1980. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The relatedness was clarified as not related to the stimulator, and related to stimulation only. The outcome was resolved on (B)(4) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.